Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit was getting system error messages. There was no patent involved.

Event description:
N/a.

Manufacturer narrative:
It was stated by the getinge field service engineer(fse), that the customer cancelled the call. The fse later stated that the unit was back in use, and that it was used a few minutes after placing the call. And, that from the fse's understanding, it was a clinical issue.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.